Manufacturer narrative:
The device has not been returned to the manufacturer; therefore, a failure analysis could not be completed. The lot number is not known; therefore, the device manufacture date and expiration date cannot be determined.

Event description:
Note: this is the second of two devices that failed in this event. Refer to associated manufacturer report 3005099803-2008-06271 for a description of the first event a resolution clip device was used in a female patient during an esophagogastroduodenoscopy (egd). According to the complainant, "during the procedure, the clip would not detach from the delivery catheter." The physician completed the procedure with another resolution clip device. No patient complications were reported as a result of this event.